Event description:
The customer reported the the rad-g was powering on and off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. A shorted sw1 component on the circuit board caused the device to power on and off by itself. The shorting inside the on/off button created an electrical short which resulted in the button being activated even when the button was not physically pressed. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: 110017.

Event description:
The customer reported the the rad-g was powering on and off. No patient impact or consequences were reported.